Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first patient. The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment slightly exceeded for maximum allowable temperature. The attachment exhibited temperature increase during under load testing of 45.6 c. Maximum allowable temperature at the time of testing was 44.0 c. The bur end bearing was found detached from the set assembly and logged inside the head cavity. This failure would have led to set instability, contributing to the overheating seen during the investigation. The cap end bearing assembly was found lodged within the cap cavity. The cap end bearing retainer exhibited fractures and was cover with debris. Moderate gear wear was observed on the head-tail and head assemblies. Microscopic evaluation revealed moderate debris within cap and head cavities. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event, a doctor reported that an estylus 1:5 attachment overheated and burned two patients. In this case, the patient left the office with a swollen face. It took approximately two weeks for the burn to heal. There was no intervention.